Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary system was not detected on bus and had drawer failure. Customer tried to reboot and recover the drawer, but the issue persisted and showed required maintenance. Shut down the station by unplugging the power cord from the back of the station and waited for 2-5 minutes, reconnected the power plug, turned the power on, then checked and tried to recover the drawer, but it still failed. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station drawer 2.1, row d and drawer 7 row c were not detected on bus. A field service engineer resolved bus detection issues on drawers 2.1 (row d) and 7 (fh row c) by reseating row board, cubie tray, and drawer control board connections, verified functionality via hardware test application and successful customer access, with no reported patient impact. The system functioned as intended after the field service engineer repaired the device.